Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01435 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal varice banding performed on (B)(6), 2011. According to the complainant, during the procedure, in both instances, when they made an attempt to deploy the first band all the bands deployed at the same time. The bands were left to pass naturally. The case was completed with an epi injection. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.